Event description:
The pt received her scs system, including an ipg on (B)(6) 2008. The pt reported that her charger could not locate the ipg. A new charger was sent to the pt. It was reported that the new charger did not resolve the issue, and that the pt is no longer feeling stimulation. The pt will follow up with her physician for the next course of action. No further info is available at this time.

Manufacturer narrative:
The serial number is associated with a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.